Event description:
It was reported the device was used during a laparoscopic vertical banded gastropexy procedure. It was reported by the affiliate that the distal part of the cannula broke. A piece of the cannula remained in the abdominal cavity.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974301. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, nonconforming; sleeve condition, nonconforming and stopcock condition, closed. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the visual examination, it was confirmed that the instrument had cracked at the distal tip. Not all pieces were received. The sleeve has been enhanced to minimize the possiblity for a recurrence of this type of incident. No conclusion could be reached as to why the instrument had cracked. Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.